Event description:
After valve implantation; multiple attempts were made to adjust pressure. A second surgery was performed due to infection not related to the device and the valve was removed at that time.